Event description:
It was reported that the patient presented to the hospital for a revision procedure on (B)(6) 2022. During examination of the lead, it was noted that the right ventricular (rv) lead had perforated into the pericardial sac. The patient experienced chest pain intermittently due to this event. The physician explanted the rv lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood. After cleaning, the helix was able to extend and retract by applying torque at the connector pin. The full helix extension length was within specifications. All tip stiffness values tested in specification. No problem was found.